Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k072642.

Event description:
It was reported that the ilrght screw fractured in the patient's mouth; the fractured portion was removed from the implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® titanium large hexed screw (ilrght) was returned for investigation. Visual inspection of the returned product identified fracture at the screw threaded regions. The drive feature was worn from use. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 02/16 information identified: torque matrix - internal connection. The complainant reported that the patient came to the clinic with the screw fractured. Patient has a bar with overdenture. The fracture portion of the screw was removed from the implant. The reported event is confirmed as visual inspection identified a fracture on the returned product. A root cause for this complaint could not .be determined. UDI: (B)(4).

Event description:
No further event information is available at the time of this report.